Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The customer confirmed that the issue was resolved, but they didn't provide any details on how the resolution was achieved. Section e1 zip code: (B)(6).

Event description:
It was reported by the customer that when using bd pyxis¿ es server that the article was recalled in pyxis and appears as "last recall: never." The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.